Event description:
It was reported an MRI technician called in for guidelines about an MRI that was not related to the patient device or therapy. They stated the patient noted their implantable neurostimulator (ins) was ¿not in use or not working.¿ no further information was available regarding the event or outcome. Additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).